Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 5.5, 4.4, 3.8. Lab-inr: 3.2., 1.8, 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.5, 4.4, 3.8. Reference: 3.2, 1.8, 2.3. Mean: 4.35, 3.10, 3.05. Confidence-limits: 2.5-6.5, 1.9-4.6, 1.9-4.6. A [5.5 and 3.8 inr are not registered on data memory of meter]. Summary: end-user reported accuracy discrepant test results. Meter (inratio-I) was returned. Two of three discrepant data were not found. A 5.5 and 3.8 were not found. Strip lot # 216965 was not found in both events. Accuracy test (retain) was performed. Test result passed accuracy criteria. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. For investigation results, & in-house (accuracy) testing, strip lot 080525a (strip code: q192p) and 216965 (3w945) can't be found on data memory of meter. Invalid strip lots provided on product summary. In-house accuracy test. Test date: donor 1, donor 2. Meters: returned meter. In -house meters. Retained strip: 080468a (strip code: 291qr). Correct strip lot was determined on data memory. Correct strip lot 070696a (strip code: u93ll) expired on 2009-01. Comparative sys: sysmex 560. Two therapeutic donors. 2009, biosite received meter. Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.